Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. C59251) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, menorrhagia and nabothian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"), 1 year 9 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingo-hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, depression, anxiety, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, dysmenorrhoea, weight decreased, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Right tube had 3 coils showing, left tube had 2 coils showing. Discrepancy noted in date of birth - (B)(6) 1990. Patient received treatment for pain, weight loss and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Batch no c59251 production date 2014-05-26 expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) old female patient who had essure (batch no. C59251) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, menorrhagia and nabothian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight decreased ("weight loss"), 1 year 9 months after insertion of essure. In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingo-hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia, depression, anxiety, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, dysmenorrhoea, weight decreased, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Right tube had 3 coils showing, left tube had 2 coils showing. Discrepancy noted in date of birth - (B)(6) 1990 patient received treatment for pain, weight loss and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Case became serious incident as removal was done. Reporters, removal details and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.